Event description:
Resectoscope monopolar cord broke at connection point during case. The cord broke at specific point where thicker/harder plastic is adjacent to thinner/finer plastic area of cord. This has happened two other times recently. Pt code: 4582. Device code: 1069. Reference reports: mw5174095, mw5174097.